Manufacturer narrative:
Results of investigation: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the provided x-rays are postoperative images which show the screw in place, but do not indicate a root cause of the fracture. Based on the information provided, the tibial intercondylar eminence fracture occurred when trialing with a 9 mm liner in extension. It is unknown if extension of the knee caused increased tension of the anterior cruciate ligament leading to the eminence fracture or if there was a fracture resulted in prepping the tibial baseplate that was demonstrated during trialing. Therefore, the intraoperative fracture is likely related to the procedure and is not associated with a malperformance of the implant. The patient impact beyond the fracture cannot be determined. However, it was reported the patient is currently healthy. No further clinical assessment is warranted at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed in warnings and precautions - intraoperative section, the appropriate type and size should be selected. Failure to use the optimum size component may result in fracture of the bone. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient bone quality and/or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during tka surgery, the patient suffered a tibial intercondylar eminence fracture, after cementation of the prosthesis. Fracture was fixated, after a non-significant delay, with a screw during surgery. Patient current health status is healthy.